Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 300-400s mg/dl and blood glucose gone up to 515 mg/dl. The customer had no symptoms and was treated with pump and injections. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 95 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir and stated there were bubbles in the reservoir but declined. Customer declined to check for possible site/insulin issues. Customer has performed high pressure test and passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No delivery anomalies noted during testing. Device functioning properly. (B)(4).